Event description:
It was reported that customer was dissatisfied with 530g. Customer stated she was having issues with the sensor having inaccurate readings. Customer mentioned several sensors vs. Meter blood glucose readings which customer experienced through out the day. In between reading mentioned low and high predict alarms. First readings were 57 mg/dl vs. 68 mg/dl at 12 am. Last reading was 259 mg/dl vs. 194 mg/dl at 7:47 pm. Customer stated she was had to turn off the threshold suspend feature shortly after getting the system due to the device alarming and blood glucose was not in the suspend zone. Customer stated she set the parameter extremely wide after it woke her for seventeen times in one night. Customer was called and informed how to properly calibrated the device and how explained how the sensor feature worked. Customer wasn't using the sensor at the time of the call. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.